Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer¿s device and observed one shock was successfully delivered to the patient. Physio also observed two attempts to charge the device for defibrillation, however no shocks were delivered. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.